Manufacturer narrative:
H3, h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The suture and anchors were returned detached from the device. The needle overmold assembly was significantly bent. The depth limiter button was in the default position. The actuator tip was near the top of the deployment channel. A functional evaluation was conducted. The actuator tip was seized. An analysis of the enclosed images appears to show the device with it's suture and anchor detached and an image of a faulty sample document. The complaint was confirmed and the root cause has been associated with a stress problem. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during use in an arthroscopy, the t1 and t2 of the fast-fix 360 simultaneously deployed but were not implanted into the patient's meniscus. The surgeon removed both t1 and t2 out of patient's body. A delay less or equal than 30 minutes was reported and the procedure was finished with a smith and nephew back up device. No patient injury or other complications were reported.